Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was capped prior to being replaced.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise and elevated sensing integrity counter (sic) measurements. The rv lead was replaced. No patient complications have been reported as a result of this event.